Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-01132. It was reported the patient's scs system did not provide effective pain relief as desired. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the leads were repositioned down in the epidural space to improve coverage. As such, the original ipg was electively explanted and replaced with upgraded technology. Postoperatively, therapy was effective and to the patient's satisfaction. The issue is resolved.

Manufacturer narrative:
MFR. Report year referenced incorrectly. Year 2017 changed to 2018.

Event description:
Device 1 of 2, reference MFR. Report#1627487-2018-00134.

Manufacturer narrative:
Corrected data: device number inadvertently transposed on supplement report 01. Device corrected to device 2 of 2.

Event description:
Device 2 of 2.